Manufacturer narrative:
A3) patient gender - not available from facility. H3) the lld ez was discarded, thus no returned product investigation was performed. H6) pericardial effusion is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to fracture and non-function. The lead was cut, and the suture sleeve and outer insulation were removed. However, two inches of the lead cables broke off; therefore, another inch of outer insulation was removed. Attempts were made to tie off the lead cables but was unsuccessful. A spectranetics lld ez lead locking device (lld ez) was advanced to the distal coil of the lead, locked, and suture was tied to the outer insulation to provide traction. Beginning with a spectranetics 11f tightrail rotating dilator sheath, advancement was made to the innominate/superior vena cava (svc) junction, and the tightrail was removed. Under fluoroscopy, it was noted that the lead cables were prolapsing, removing more of the outer insulation, exposing another inch of the cables. Suture was successfully tied to the cables and lead and loaded back into the tightrail. Progress was made to the tricuspid valve, when the patient¿s blood pressure dropped due to the rv lead inverting. The blood pressure rebounded; however, a pericardial effusion was detected on the wall of the left ventricle (lv). The pericardial effusion and blood pressure stabilized, but the decision was made to move the patient to the or for sternotomy, and open extraction. There was no perforation or blood in the chest, only serous fluid, so extraction continued, but the tightrail would not advance due to binding at the tricuspid leaflet. The lead became stuck in the tightrail, so the lead was cut, and a portion of the lead and the tightrail were removed from the body. The remaining portion of the lead was then unraveled and removed from the patient. The patient survived the procedure. This report captures the lld ez providing traction when the pericardial effusion occurred, requiring intervention. There was no alleged malfunction of the lld ez device in use during the procedure.